Manufacturer narrative:
Device analysis was unable to confirm the complaint. The implant was subjected to visual and functional examination. No defects were confirmed as the implant was completely intact and functioned acceptably. The cam lobes deployed without any resistance.

Event description:
A report was received that the patient was explanted due to loss of efficacy as a result of the spacer migrating.

Event description:
A report was received that the patient was explanted due to loss of efficacy as a result of the spacer migrating.